Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00159. This second MDR is being submitted for the second suspect product, also a device mfg by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. A pt was skin tested with no response noted. The pt was injected with 2.0cc one formulation of collagen and 1.0cc of a second formulation. Areas treated were the bilateral nasolabial folds, upper lip lines and perioral lines. The treatment was uneventful. The pt called and was seen in the office exhibiting erythema, swelling, clumping and itching at all treatment sites. The test site also became swollen and red at the same time. The pt was advised to use an ice pack to affected area for swelling. Pt was also told to take oral benadryl as needed for itching.